Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The surgery was completed as planned by using wired footswitch. It was reported to philips remote service engineer that the wi-fi indicator was red, and there was no change after powering it off and on. The footswitch was placed on the charger but remained unresponsive to both power on and off attempts. Upon onsite visit, the philips field service engineer (fse) inspected the system and replaced the footswitch and base station. The defective wireless base station was returned to supplier for further analysis. The cause of the wireless base station failure could not be conclusively determined by the supplier's part analysis. However, the replacement has resolved the reported issue and restored the functionality of the system and returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update to the instructions for use for charging and handling of the wireless footswitch. The requirement to have the wired footswitch always connected. Therefore, due to the use of an alternate footswitch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected additional narrative: philips has investigated this complaint. According to the additional information collected, the system was inside clinical use at the time of the event. The non-emergent surgical procedure was completed using the wired footswitch. The footswitch experienced several intermittent failures in which the wifi led was red, indicating that the footswitch had lost wireless connection. A philips field service engineer (fse) inspected the system on site and replaced the footswitch and the base station. The defective wireless base station was returned to the supplier for analysis, which did not conclusively determine the cause of the failure. However, the replacement has resolved the reported issue and restored the functionality of the system. The failure of the wireless footswitch can be attributed to the issues resolved in medical device correction (z-0476-2022). An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch (wfs) lost connection. No harm was reported to philips. Philips has started an investigation of this complaint.